Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the device was alarming for a "low circuit leak" alarm condition. The devices flow sensor assembly was found to be contaminated with a brown liquid and was replaced to address the issue. The device also failed a test step during testing. The device's sensor board was replaced to address the issue.